Manufacturer narrative:
The results of the investigation concluded that all three leaflets had been previously excised and were received separately. The returned fragments of the leaflets contained calcifications, with one section containing pannus ingrowth. All three leaflets were fibrotically thickened, contained calcifications and there was circumferential fibrous pannus ingrowth on the inflow and outflow surfaces. The sewing ring had been distorted during processing/removal. No inflammation was found to be present. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest that the cause of the fibrin, calcifications or pannus was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, an aortic valve replacement was performed and this 21 mm trifecta valve was implanted. On (B)(6) 2017, the valve was explanted due to calcification which led to stenosis. A biointegral surgical bioconduit was implanted. The patient was reported to be in stable condition.